Event description:
The customer contacted baxter's service center regarding a high drain 110/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. The technical service representative (tsr) reviewed the programming. The patient was performing tidal therapy. The total volume was set to 9000ml, the fill volume was set to 1000ml, the tidal volume was set to 80%, the target ultrafiltration (uf) was set to 10ml, the last fill volume was set to 0ml, and the number of full drains was set to three. The tsr reviewed the therapy log and the cycle by cycle uf. The cycle 10 uf was equal to 1104ml, the cycle 9 uf was equal to 101ml, the cycle 8 uf was equal to -199ml, the cycle 6 uf was equal to 386ml, the cycle 5 uf was equal to -10ml, the cycle 4 uf was equal to -198ml, the cycle 3 uf was equal to 160ml, the cycle 2 uf was equal to 17ml, and the cycle 1 uf was equal to -198ml. The home patient (hp) felt fine and had no problems during therapy. The hp used green bags instead of yellow bags last night. The hp normally has very low uf volumes. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported alarm. The nurse stated she was not made aware of the alarm. She stated that the patient "just kind of does his own thing." Ps informed the nurse to let the patient know to call in if they have any reoccurrences of the alarm. The nurse stated that the patient was able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, gpv (global pharmocavigillance) received the following information from the patient registered nurse (rn) regarding the high drain alarm and the patient normally having very low ultrafiltration (uf) volumes. The patient was not hospitalized for this event. This event was not reported to be life-threatening. The high drain alarm was resolved by the patient receiving a new cycler. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.